Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no issues observed. Functional testing was performed and it was detected that there was a damaged thermostat and thermo-fuse components due to overheating. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the defect observed could not be established due to the fact that all aquatherm heater products are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release.

Event description:
The customer alleges that the device will not heat up. No report of a patient injury or harm.

Event description:
The customer alleges that the device will not heat up. No report of a patient injury or harm.

Manufacturer narrative:
Qn#(B)(4). The device was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint. The device was manufactured on 06/09/2014. A document assessment (fmea) was conducted and no changes required.